Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 440 mg/dl at the time of incident. The customer¿s mother performed fixed prime and the insulin exited and insulin pump alarmed no delivery. The cannula was not bent. The customer¿s mother repeated fixed prime and the insulin did not exit and the insulin pump did not alarm no delivery. The customer was treated with manual injection for high blood glucose level. The insulin pump will not be returned for analysis.